Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a subdural hematoma on (B)(6) 2024.

Manufacturer narrative:
B3 - date of event - updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported on (B)(6) 2025 that the patient was admitted from (B)(6) 2024 for arrhythmias and neurological dysfunction and underwent cardiac catheterization. Also, on (B)(6) 2024 the patient experienced continuous ventricular arrhythmia requiring defibrillation or cardioversion. On (B)(6) 2024 when the patient was diagnosed with an intracranial hemorrhage/subdural hematoma, the patient was treated with warfarin in addition to the surgical procedure.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had light headedness and mild impairment of dementia. The subdural hematoma was identified via a computed tomography (CT) scan and was surgically removed via brain surgery. The patient was recovering well post operatively.